Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02296.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on different dates. This MFR. Report is two (2) of two (2). The customer reported a false positive result on a direct tested nasal swab with ID now covid-19 assay performed (B)(6) 2021. Repeat testing was performed and generated negative results. Confirmation testing was performed with pcr and generated negative results. Per the customer, the patient was not symptomatic. The patient quarantined and missed summer camp due to false positive result. There was no patient harm due to test results.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031798 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1031798 , test base part number 190-000 / lot: 1031798 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1031798 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.